Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.